Manufacturer narrative:
Product analysis: no product returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve there was a major bleeding event requiring surgery to clean out the wound and close the artery. Two units of blood products were administered. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.